Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? What is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/05/2020. Additional h6 method codes: 3331. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to obtain and clarify the updated following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the procedure? What is the current condition of the patient? Could you please confirm if we will receive the needle piece? In product return status indicates not-available, customer retaining product. New question: please advise, reported product code: jpx605h / vicryl rapide. Lot pkbczqr0 reported does not correspond to vicryl rapide. Lot: pkbczqr0/ product code v371h /vicryl CT vio 90cm m4. Please advise which was reported from the customer the lot or the product code?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/12/2020. Additional information was requested and the following was obtained: product code jpx605h reported and lot pkbczqr0 reported does not correspond to vicryl rapide jpx605h. Lot: pkbczqr0 corresponds to product code v371h /vicryl CT vio 90cm m4. Please advise which was reported from the customer the lot or the product code? -- lot number pkbczqr0.